Event description:
The complainant was placed onto impella cp support due to heart failure/cardiogenic shock associated with heart transplant rejection. While on support, the patient was placed onto dialysis. The impella cp presented ongoing purge pressure low alarm, which was noted briefly prior to scheduled explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Purge pressure low: data log review confirms purge pressure low alarm. Purge pressure dropped from around 400 mmhg to ~200 mmhg over approximately 20 minutes with purge flow increasing from about 15 to 30 ml/hr. The cause of the low purge pressure was not determined since product was not returned. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.